Event description:
(B)(6) has received a complaint from our customer ((B)(6)) about an incident involving a rollator allegedly distributed by (B)(6). It was reported that a rep from (B)(6) assembled the rollator for the claimant. The end user was reportedly using the item outside of her house when one of the front wheels got stuck and didn't turn. The claimant was allegedly fell and broke her hip. This MDR report is based on the incident report from (B)(6) where the claimant had purchased the alleged product.